Event description:
The customer reported that they had to change settings before they could do cine images. The system was operational and they could do what they needed to do. No pt injury was reported.